Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The caller alleged that this has occurred with 3 to 4 infusion sets within a box. The caller also stated that this has happened with multiple boxes, but is unsure if they were of the same lot number. The lot number could not be provided. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.